Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it displaying the patient circuit disconnect alarm and delivering lower than set peep (positive end expiratory pressure) was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was displaying the patient circuit disconnect alarm. It was also observed that the device was delivering lower than set peep (positive end expiratory pressure). There were no reports of patient use associated with the reported issues.